Event description:
It was reported that the patient experienced prolonged hyperglycemia with a peak cgm value of 358 mg/dl and administered an external dose of fast-acting insulin while remaining connected to the ilet, after which glucose trended down gradually. Symptoms included polydipsia and fatigue consistent with hyperglycemia. Outcomes included an unexpected medical intervention in the form of additional medication, without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, identified a use issue related to improper or incorrect procedure, and found no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.